Event description:
The customer reported that the system was coming up with communication failure errors on the right monitor and the system was frozen (locked up). There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.